Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Event description:
Customer reported a motor error on his insulin pump. He removes the device when he sleeps so he won't go low. Customer woke up and saw motor error on his insulin pump. Customer's blood glucose was 109 mg/dl. Customer stated he has dropped the device on the floor, but it was not a hard drop. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is unable to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.